Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) multiloc humeral nail was used for a proximal humerus fracture case. Drilling of the most distal hole for distal locking was done without problem. However, when drilling the proximal hole for distal locking, the drill was interfered with the nail. The surgeon stated that after the surgery a newly created fracture was confirmed at the site of the distal end of the nail. The surgeon considered it as the cause of the failure, because it was not found before distal locking. 10-minute surgical delay was reported. This is report 2 of 3 for complaint (B)(4).